Event description:
It was reported that a flo-gard infusion pump had an f-73 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The f-73 alarm was identified during functional testing and alarm log review. The cause of the condition was determined to be a damaged sensor board. No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.